Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the valve in about 30 minutes. The device was used for a port of 5 mm camera. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---8mmhg. Was any torque being applied to the trocar or device? ---no information. The analysis results found that the device was returned. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria was met before this batch was released for distribution.